Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced due to high out-of-range defibrillation impedance. An rv lead integrity failure was noted. The patient was asymptomatic and in stable condition.

Manufacturer narrative:
The reported events of low defib impedance, high defib impedance, and material integrity were confirmed. As received, a partial lead was returned in two portions. Visual analysis noted two external insulation abrasions, consistent with friction to the device can, one breaching the right ventricle cable lumen located in the proximal region of the lead. The right ventricle cables were abraded and separated with no damage noted to the inner coil lumen. The second abrasion was noted breaching the optim sheath only. The cause of the reported event was isolated to the exposure of the cables in the abrasion zone.

Event description:
It was reported that low defibrillation impedance and then high out-of-range defibrillation impedance were observed on the right ventricular (rv) lead. No intervention was performed at this time. There were no adverse health consequences, the patient was stable.